Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-00852. (B)(4) clinical study. It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2013 during a revascularization procedure the 3.5x28mm promus element plus was implanted in the proximal left anterior descending (lad) artery. In (B)(6) 2013 during a revascularization procedure the 2.5x32mm promus element plus was implanted in the proximal right coronary artery (rca). In (B)(6) 2015, the patient presented with complaints of right posterior shoulder pain associated with some chest heaviness and was hospitalized on the same day. The patient was diagnosed with unstable angina and cardiac catheterization was performed which revealed multiple sites of blockage. Coronary artery bypass graft (CABG) was planned to perform in response to the blockage but due to dilated, calcified and "porcelain" ascending aorta, repeat cardiac catheterization with stent intervention was recommended. Three days later, the 80% focal isr in the proximal lad was treated with balloon angioplasty, with 0% residual stenosis. Additionally, 80-90% isr located in the proximal rca was treated with placement of a 4.0 x 18.00mm non-bsc stent with 0% residual stenosis. Also, 80-90% stenosis in the 1st right posterolateral (rpl) segment was treated with placement of a 2.25 x 12.00mm non-bsc stent with 0% residual stenosis. The following day, the event was considered recovered and the patient was discharged on aspirin and clopidogrel.